Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference sectiond4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: the device was not returned to zoll medical corporation; instead, the clinical log was provided. Review of the clinical log indicates when the electrodes are first applied, the device responds with a 'pads off' prompt, indicating the impedance is below 580 ohms, but not in the valid range of 15-300 ohms. This message repeats a few times until they get a 'pads on' message with a very noisy signal. This pattern repeats until there is a consistent signal just under two minutes since attempting to attach the pads. Once all criteria are met, the device performs three successful analysis that all result in no shock advised. Electrodes were not provided as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an 83-year-old male patient, the device displayed a "poor pad contact" message while using CPR stat padz (lot 054c). Complainant indicated that the patient subsequently expired.